Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with trellis 8 80x30. The customer reports that proximal balloon started to inflate and then deflated due to a small hole. The problem was detected in the femoral vein during fluoroscopy after approx 20 minutes when the contrast solution leaked out.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.